Manufacturer narrative:
Additional information was received on (B)(6) 2020, clarification for left sided lot number and serial number fields were provided. Left sided serial number is (B)(6) and lot number7669576. Returned device fields were updated to (B)(6) 2019. The updated investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: according to the information reported, the patient experienced an unacceptable cosmetic appearance of the breast and developed generalized illness. During the explantation surgery, a rupture was also observed. Additionally, developed capsular contracture and seroma during visual inspection of the device, a tear was observed on the anterior and extending to the posterior view, measuring approximately 2.0 cm. Microscopic examination of the tear edges revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. A seroma is a build-up of fluid around the implant. Symptoms from a seroma may include swelling, pain, and bruising. A seroma may occur soon after surgery, or any time later on, which would be referred to as a late seroma. While the body may absorb seromas, some may require surgery for drainage. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The updated investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: according to the information reported, the patient experienced an unacceptable cosmetic appearance of the breast and developed generalized illness. During the explantation surgery, a rupture was also observed. Additionally, developed capsular contracture and seroma during visual inspection of the device, a tear was observed on the anterior and extending to the posterior view, measuring approximately 2.0 cm. Microscopic examination of the tear edges revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. A seroma is a build-up of fluid around the implant. Symptoms from a seroma may include swelling, pain, and bruising. A seroma may occur soon after surgery, or any time later on, which would be referred to as a late seroma. While the body may absorb seromas, some may require surgery for drainage. The possibility of bia-alcl when a patient presents with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for bia-alcl, collect fresh seroma fluid and representative portions of the capsule, and sent to a laboratory with appropriate expertise for pathology test to rule out alcl, including immunohistochemistry testing for cd30 and alk (anaplastic lymphoma kinase). If your patient is diagnosed with peri-implant bia-alcl, develop an individualized treatment plan in coordination with a multidisciplinary care team. The national comprehensive cancer network (nccn) recommends surgical treatment that includes implant removal and complete capsulectomy ipsilaterally as well as contralaterally, where applicable. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 8/7/2020, device code off-label use was removed since left sided device was placed on right side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2020, patient is having difficulty breathing. Further additional information was received on (B)(6) 2020, per physician, left sided and right sided implants were removed from patient and placed in betadine. Rupture was discovered on the right sided implant. The physician then re-implanted the left sided device into the right side and the left sided device was replaced with a 375cc mentor memorygel breast implant. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, seroma and generalized illness manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
Additional information was received on 1/16/2020. Patient experienced seroma on the left side breast on (B)(6) 2019. On (B)(6) 2019, patient had surgery to drain fluid. During surgery, the right and left breast implants were removed and re-implanted. Per mentor IFU, these devices are for single use only and should not be re-implanted. Therefore, these devices were used off label. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade unknown and rupture. Concomitant products: 375cc mentor smooth round moderate plus profile memorygel breast implant catalog: 3503751bc lot: 7669576 serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent primary breast augmentation surgery with a 375cc mentor memorygel breast implant experienced left sided capsular contracture baker grade unknown and silent rupture post procedure. As a result, patient underwent removal and replacement with a 375cc mentor memorygel breast implant on (B)(6) 2019.